Event description:
It was reported that the health care professional (hcp) requested review of events that were stored for this cardiac resynchronization therapy defibrillator (crt-d) which showed left ventricular (lv) lead high out of range pace impedance measurements and possible lv loss of capture. The health care professional (hcp) indicated that the patient reported dizziness and bradycardia. Technical services (ts) was consulted and recommended further in clinic evaluation with cardiology. The lv is a non boston scientific lead. This crt-d remains in service. No additional adverse patient effects were reported.